Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the black box shows multiple unexpected por events on (B)(6) 2016. The battery compartment is cracked from threads down to the case seal on the side, returned battery cap¿s threads are stripped, the battery cap is unable to fit to the pump. Reboots occurred and reported ¿power¿ complaint is duplicated. Test cap was able to fit to maintain electrical connection, no further power interruption occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.